Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the device was not returned at the manufacturing site, as it remains implanted; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Through follow-up with the doctor, it was learned that patient originally had cataract surgery in (B)(6) 2020 with femtosecond laser. Patient had laser yttrium aluminum garnet (yag) done in (B)(6) 2020 on the od. It was also reported that the patient had the yag procedure done on (B)(6) 2022 od which was performed because the patient complained on (B)(6) 2022. It is unclear which is the correct date of the yag procedure or if it was done twice. The date symptoms were first noted was (B)(6) 2022. The doctor¿s office reported that the patient does not have any issues or complaints about the od. The patient is able to see with correction. The patient¿s pre-operative visual acuity (va) on (B)(6) 2020, was 20/50 od. The patient post-operative va on (B)(6) 2020 was 20/30 od. At the most recent exam on (B)(6) 2023, the patient¿s uncorrected va was od 20/30 and corrected va was od 20/25. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received, reporting that the patient is still dissatisfied with vision with the implanted intraocular lens (iol) in the right eye. The patient reported being unable to see. The department of motor vehicles (dmv) denied the renewal of the patient¿s commercial driver¿s license and the patient believes it is the fault of the lens. The patient was supposed to have a follow-up visit with the doctor in january of 2023, but was not able to make it due to family issues. The patient will be scheduling another appointment with the doctor. No further information was provided. The following field has been updated accordingly: section h6: health effect - clinical code: 2137 to capture blurred vision. Please note that the information reported in sections d2 (common device name), h6 (medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In reviewing the initial MDR 3012236936-2023-00366, it was noticed that the following "type of investigation" codes were inadvertently not included; therefore, it is captured in this supplemental report: section h6: type of investigation: code 4109 "historical data analysis". Section h6: type of investigation: code 3331 "analysis of production records. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.